Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the contact failure due to attaching the foreign material on the electrical contacts of the video connector socket of the subject device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the streaky image was displayed and/or the endoscopic image disappeared with displaying the scope communication error b30 or e216. Other detailed information was not provided. There was no report of patient injury associated with the event.